Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Root cause of this failure is attributed to a component failure. No investigation required as no image or video clip for the reported event was submitted for review. A review of the instrument log for the tenaculum forceps instrument (part# 470207-10/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the tenaculum forceps instrument was last used on (B)(6) 2022 via system serial# (B)(4) for a myomectomy surgical procedure. The instrument was on its last use. This complaint is being reported based on the following conclusions: failure analysis found the tenaculum forceps instrument to have a broken pitch cable. The broken cable segment that contains the crimp was still installed in the distal clevis hub. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer was unable to use the tenaculum forceps instrument as the instrument ¿s wire was disconnected. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain the information regarding patient demographics, relevant testing, and medical history; however, the reporter was not able to provide that information.